Event description:
"I received product from the circulating nurse that had no glue in the device. There were 2 that were empty both from the same lot- item # clr222us, lot # tebdrt". Manufacturer response for dermabond, dermabond (per site reporter). [Date redacted] [redacted] emailed the j&j rep [redacted] and is returning the product for investigation.